Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that the pump battery was depleting quickly. Customer's blood glucose level ranged between 180-220 mg/dl. Reportedly, the customer changed pump supplies to resolve issue. Reportedly, the customer declined to provide additional information and further troubleshooting with tandem technical support.